Manufacturer narrative:
A sample was received and in the process of being evaluated. Once the eval is complete the info will be sent as a supplemental. There were no other complaints for similar condition for lot #2355276. DHR was conducted for lot #2355276 and no anomalies noted.

Event description:
On (B)(6) 2013, the needle broke off in the abdomen. On an unk date, an x-ray was performed and the broken needle could not be identified in the abdomen. A surgical procedure was performed to remove the needle.